Manufacturer narrative:
Returned device is currently undergoing evaluation.

Event description:
While striking the extractor with a mallet, the extractor broke into many pieces which fell around the wound and on the drape and floor. In order to remove the blade, the surgeon had to split the proximal femur. Femur was cerclaged with wire to repair the split.